Manufacturer narrative:
The beckman coulter field service engineer (fse) was dispatched to the customer site. The probable cause was identified as multiple malfunctioning instrument components; however, it is unknown which component exactly contributed to the reported failure. Issue was resolved by replacement of multiple parts including sample valves, inner r2 driver, inner sample syringe and case, inner wash case, inner r2 syringe case and syringe. The fse verified instrument performance. The customer was satisfied. No further action is required. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of erroneous patient results for blood urea nitrogen (bun) and glucose (glu) on their au5800 clinical chemistry analyzer (pn b96693; sn (B)(6)). The erroneous patient results were not reported out of laboratory. There were no injuries, deaths, or delays/changes in treatment associated with this event. The customer did not provide patient data and patient demographics.